Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it exhibited premature battery depletion and a fault code which indicated that the device may not be able to deliver therapy.